Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an aortic valvuloplasty interventional procedure. Reportedly, the proglide was deployed uneventfully, and during the arteriotomy closure the physician had kept the guide wire in place in case he needed to use another closure device, and while he was advancing the knot to the arteriotomy the bleeding would not stop. He removed the sutures and deployed a second proglide and achieved hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient reported to be of average weight. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency.